Event description:
It was reported by the patient that the titanium plate he had implanted in his foot in march was removed due to breakage.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that according to the physician¿s statement the root cause of the broken plate was likely due to the patient¿s weight-bearing despite his recommendations of being non-weight-bearing. Due to the limited clinical information provided the further impact to the patient beyond the revision cannot be determined. If additional clinical documents are provided, this case will be re-evaluated. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.